Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.